Event description:
Epidural catheter was sheared when needle was pulled back over catheter. Fragment approximately 10-11 cm in length. Fragment was not removed - CT scan showed fragment in epidural space. Additional information provided by the facility's risk manager indicated the sample is being retained by the facility and will not be released for evaluation. She declined to send a picture of the sample. She has reported the facts remain the same. No additional information is available at this time. The patient was released and is following up with a series of neurosurgeons. To her knowledge the fragmented catheter piece remains in the patient. To date the patient has not reported any adverse sequela associated with the reported event. The facility will continue to follow up with the patient.

Manufacturer narrative:
The actual device in the reported incident is being retained by the risk management department and will not be returned to the manufacturer to be evaluated and a photograph of the sample will not be returned. Without the sample a complete evaluation could not be performed. Incidents of this nature can generally be attributed to one of two causes. First, the catheter may have become lodged between two rigid body structures and stretched beyond its intended design capabilities. Secondly, the catheter may have been withdrawn or partially withdrawn through the needle shearing the catheter tip. It should be noted that the labeling on the tray states, "do not withdraw catheter through the needle because of possible danger of shearing." The nature of the fracture could not be determined from the event description and additional information was not provided by the facility. Without the sample for evaluation, no specific conclusions can be drawn. All available information has been forwarded to the actual manufacturer for further evaluation.